Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently treated by paramedics due to a blood glucose level of 26 mg/dl. Customer was wearing the insulin pump at the time of the incident. Caller stated that paramedics treated her with food and intravenous fluids, but did not transport her to the hospital. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.